Event description:
The patient initially called for assistance in programming a bolus. Reviewed the settings, and explained that the device does not advise to take a correction when there is active insulin in the body. Explained how active insulin works, and advised to speak with his hcp if he wanted to make changes to the settings. The patient then stated that he was recently hospitalized due to diabetic ketoacidosis, with a blood glucose of 1022 mg/dl. The patient also experienced high fever and confusion. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.